Event description:
This took place in the (B)(6). We received a phone call from dentist (B)(6) that a patient swallowed a piece of hardened provil novo medium. This piece was torn of the impression when removing the impression from the mouth and swallowed by accident. Dentist received the msds and would discuss the theme with the doctor of the patient. Both dentist and patient were not in panic. Event details were not provided re: patient details, date of event. Material was not hardened when swallowed by the patient. It was just applied intra-oral from the dispensing gun. Before the dentist could suck away the patient swallowed the material. Size was a wisp of approx. 2 peas. Patient informed dentist the following week that the piece was found in the stool on friday morning. It was a flat piece (3 mm thick) of approximately 1 by 3 cm. The piece was intact when is left the body and the patient did not have any complaints about her stool. Patient came for a consult and she has not experienced any trouble. This is a reportable malfunction according to 21 cfr 803.50 (a) (2) which states that you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. This is a reportable malfunction as this malfunction could cause serious injury if the material were to tear in a large enough quantity and cause a blockage in the body.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for section h6 method, results and conclusions codes the device has not been returned for evaluation.